Event description:
Parents of a (B)(6) old, softband/ponto reports that the child got her finger wrapped around the safety line and was concerned that the safety line was cutting off the blood supply to her finger.